Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redq3401 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported PICC catheter presents a main problem because it is not radiopaque, making it difficult to see it on radiographs. Need to administer contrast. Very calibrated, making it difficult to pass in premature infants weighing less than 1500 grams, leading to increased failure of passage.